Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an unresolvable force sensor failure. No patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case and bottom case. Event history log confirmed ¿force sensor test error¿ occurred. Functional testing was able to replicate the reported issue; ¿force sensor test error¿ was found at power up and all the force reading was out of the required specifications. The root cause was determined to be the force sensor out of calibration. Force sensor calibration was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.